Event description:
Boston scientific received information that this right ventricular (rv) lead had been placed in the left ventricular (lv) lead, through the subclavian artery unintentionally. It was thought that a clot had potentially formed from the lead. This pacer dependent patient with atrial fibrillation (af) and device system endured a stroke. The patient's physician thought the stroke could be a result of the clot resulting from the lead placement or atrial fibrillation (af). The patient was currently non-verbal and being fed through a feeding tube and restricted to the bed. No revision procedure was planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.